Manufacturer narrative:
(B)(4).

Event description:
Received info that the device was switched off by emi and the pt experienced a return of movement disorder symptoms. It became apparent the physician forgot to switch off the control magnet before the pt left and the device switched off automatically when exposed to emi. The physician turned the device back on and deactivated the control magnet. The pt felt better and has successful therapy.